Manufacturer narrative:
An investigation is ongoing at siemens healthineers to identify the root cause of the issue. The report will be supplemented after the investigation is completed. Reference # (B)(4).

Event description:
In this case, the customer reported that a patient was brought in during medical emergency. While attempting to scan the patient with the acuson p500 ultrasound systems, they did not boot-up. The patient passed away. Requests have been sent to gather more information related to the event, however no information has been received as of today. An MDR is being filed conservatively to report about the patient death. This report will be supplemented after further information is received.

Manufacturer narrative:
This supplemental report is being submitted to provide investigation information. Based on the updated information from the site, this issue was not reported at the site. And the patient death was not caused by our medical device. It is attribute to medical condition of the patient. The investigation was conducted with returned system (sn: (B)(6)). The "no fov issue" was not reproduced with returned system during in-house testing. But the same observation was investigated previously and it can be caused by an incorrect value being entered for timestamp in image data and an event being delivered that disabled unnecessary imaging display under certain circumstances. These improvements to the p500 is integrated and released into production in the sw patch vc11c. Reference #: (B)(4).